Manufacturer narrative:
H11: the device was not received for evaluation; however, the device was evaluated on site by a baxter qualified technician. Functional testing was performed, and the hemodialysis machine was found to be within specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was not determined. The connectors on the syringe pump and the boards in the card cage were reseated as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a phoenix machine had an incorrect heparin delivery during treatment. The nurse reported that after a 0.5ml manual bolus was delivered, the syringe continued to deliver another 1.5 ml of heparin to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.